Event description:
Physician placed 12mm diameter stent in subclavian which was actually 14-16mm in diameter. Stent restd primarily on stenosis. Physician than did a power injection and stent squirted into superior vena cava. There was a safety wire across and he snared stent and deployed it in the iliac. He then successfully placed a larger-size stent in the subclavian. Pt is doing well.